Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer required a replacement speaker for the intellivue multi measurement server x2. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided at the time of the initial report. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who provided the customer with a replacement speaker as requested. A replacement speaker was provided to the customer. Based on the information available, the cause of the reported problem was a defective speaker. The customer was provided with a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the customer required a replacement speaker for the intellivue multi measurement server x2. Good faith effort's (gfe) were performed to gather additional information, but none was provided. The device was not in use on a patient at the time of the event.